Event description:
It was reported that the device overheated while the equipment was being tested. There was no pt involvement. There was no medical intervention or any adverse consequences as a result of this event.

Manufacturer narrative:
The attachment has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.